Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had insulation issues and exhibited low impedance with unipolar impedance higher than bipolar together with atrial oversensing causing inappropriate mode switches. It was also reported that the right ventricular (rv) lead had a sudden rise in impedance, oversensing stored as ventricular high rate and high threshold. The ra lead and rv lead were capped and replaced with new leads. No patient complications have been reported as a result of this event.